Event description:
Philips received a complaint by the customer on the v60 indicating that the universal stand had a broken caster. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the universal stand had a broken caster. The remote service engineer (rse) advised the customer that the casters and base assembly were no longer available and informed the customer to contact the manufacturer of the stand to see if the parts are available. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.